Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Upon visual inspection, it was noted that the grommet had been damaged and there was blood in the atrial grommet, the cause of the damage is unknown.

Event description:
It was reported that at implant, the device measured a battery voltage of 2.927v and a projected longevity of 2 years. The device was not implanted. No patient complications were reported as a result of this event.